Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The microprocessor board malfunctioned and caused the error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 46223. There were no reported adverse events.

Manufacturer narrative:
Customer provided additional information that there was no patient involved with the reported event.